Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at the site. The blood glucose level of the patient was high which was treated by correction injection by multiple daily injection. No further information available.